Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the holding sleeve (part number 03.632.036, lot number 9924233). The subject device was returned with the complaint condition stating the threaded tip as found to be cracked and peeling. A device history review was performed for the returned devices lot numbers and no non-conformance records or complaint-related issues were identified during the manufacturing processes which may have contributed to the complaint conditions. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted / explanted. Device history record review was completed. Part # 03.632.036 lot # 9924233. Release to warehouse date: mar 10, 2016. Supplier: (B)(4). No non conformance reports were generated during the manufacturing of this product. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the consultant was reviewing the set at the facility and during routine inspection activities determined two devices were damaged. A holding sleeve's threaded tip was non-functional as the threads appeared to be coming unwound and breaking off the device. It was stated an implant was also found that appeared to be deformed as the groves appeared to be not fully cut. A screw driver will not fully seat into the implant. No patient involvement was reported. It is unknown when the malfunctions occurred. Concomitant device: one (1) screwdriver (unknown part, unknown lot). This report is for one (1) holding sleeve-long for matrix. This is report 1 of 1 for (B)(4).